Manufacturer narrative:
Covidien has requested the shiley 6dct tracheotomy tube be returned for failure investigation. A follow up report will be submitted if the tube is returned, or new significant info is gained.

Event description:
A shiley 6dct was pre-tested and the cuff started to lose pressure once it was in the pt. It was removed and another 6dct was placed in the pt. It was also reported that the trach was placed under water and that the leak was occurring in the pilot line at the connector.